Event description:
It was reported that the communicator was burning. The patient saw some sparks from the communicator. The patient also indicated that the wires were burning. There was no environmental damage, and no one got hurt. The patient unplugged the communicator. There were no storms or power outages reported. A boston scientific company representative opted to send the communicator. The communicator is no longer in service. No adverse patient effects were reported.